Manufacturer narrative:
Concomitant medical products: mcs-p3-29-aoa-us transcatheter valve, implanted: (B)(6) 2014.

Event description:
It was reported that there was an atrial lead polarity switch that occurred back in (B)(6) 2016. During interrogation the atrial lead exhibited undefined (greater than 9999) impedance there was some noise present but not constant. It was noted that the impedance was undefined in both bipolar and unipolar. The lead was programmed back to unipolar and the sensing and amplitude settings were increased for safety. The lead impedance warning was set to monitor only per the physician. The lead remains in use as the physician said they would take a look at it in the next day or sometime that week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient fell multiple times hitting the clavicle. The physician felt that the location of leads (medial) and patient falling contributed to possible clavicular crush. The atrial lead had abrupt high thresholds and fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.